Event description:
A primary infusion of 250ml and a secondary infusion of 100ml were programmed (medication and delivery rate unk). It was reported that during the pump controlled secondary infusion, the device did not deliver the secondary medication. The customer stated that the IV set was disconnected and the injection site was "swabbed." When the infusion was restarted, simultaneous flow from the primary and secondary containers was observed. The IV site was "swabbed" again, and the secondary infusion was then delivered as programmed. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr. Baxter is actively working with the customer to mitigate related concerns.